Event description:
Patient with left ventricular assist device (lvad) therapy for 11 months presents with first time episode of high ldh, hematuria and abnormal lvad performance in the setting of questionable compliance with lovenox bridging over the previous weeks. Having said this, inr was 4.4 on the day he presented. We were unable to attempt tissue plasminogen activator (tpa) treatment due to the patient presenting with this inr. Patient underwent lvad exchange 3 days after presentation (we had to allow inr drift), however, patient expired within 24 hours post op due to hemorrhagic shock.